Manufacturer narrative:
Additional information: similar product to 190-000 the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Customer reported false positive results with the ID now covid-19 assay performed on a direct tested kitted nasal swab sample on (B)(6) 2022. Confirmation pcr testing (platform: genexpert) was performed on (B)(6) 2022 which generated a negative result (sample type unknown). As a result of the positive ID now result, the patient was moved to a shared area with other covid-19 positive patients. Patient was reported to have rapid "af" and burning chest. Symptoms were addressed and patient was sent home. No further information was provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot m167211 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m167211 and test base part number 190-430 / lot m167211. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m167211 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.